Event description:
It was reported that during the implant attempt, the physician had difficulty placing the lead due to tightness in the clavicle area. The physician had to pull very hard to move the lead. The lead appeared damaged and the helix did not retract or extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood, body tissue and fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. (B)(4).